Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed change sensor alarm and sensor error alarms after the customer restarted and recalibrated the sensor. Customer changed out three sensors. Customer blood glucose was 158 mg/dl. Customer reported that her infusion set came out, her blood glucose was over 250 mg/dl. Customer treated her high blood glucose with insulin injection. Customer reported her blood glucose dropped due to the insulin injection, her blood glucose was 49 mg/dl. Customer treated her low blood glucose with candy. Customer reported the sensor would not penetrate the skin, when she pulled the serter off, the needle came out of the serter. Customer put in a new sensor and the sensor alarmed a calibration error alarm and sensor error alarm. Customer reported the sensor cannula was bent. Customer was advised that the sensors and serter will be replaced. Customer will not be returning the device for analysis.